Manufacturer narrative:
The device evaluation pre-temperature results: 83f ambient and 89f max temperature. No functional fault found with the device, the device was checked to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicated that the device is "getting warm."